Event description:
Reference number (B)(4) event occured in the united states. This emdr is being submitted for an unknown number quantity. It was reported that the patient faced infusion set occlusion issue event on (B)(6) 2025.the blood glucose level was high and the patient was treated with orrection bolus via pump. The patient changed soft cannula infusion set only and resumed insulin. The event occurred within three hours of insertion and after three hours. No further information is available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 2 . Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.